Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a device implant procedure. During the procedure, physician stated that they may have nicked the atrial lead. The lead was tested and seemed to have normal measurements. However, sensing amplitude decreased and capture threshold increased once the lead was plugged into the pacemaker can. Lead was inspected and insulation was found to be compromised. Lead was exchanged for another to complete the procedure. Patient was stable after the event.